Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error. Customer's blood glucose level was unknown at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and issue of power error was unresolved. Customer was advised to discontinue use of insulin pump. Insulin pump will not return for analysis.